Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis did confirm helix difficulty and the observation of a deformed helix tip. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.